Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was damaged, the objective lens was contaminated, and the objective lens was contaminated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the shaft portion has bent, causing malfunction in the camera image was due to a component failure of the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video laparoscope had a malfunction in the camera image due to a bent portion of the shaft. The issue occurred during an unspecified procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.